Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 508040/527319, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 5071506/5089023/7073619/7073279/7072728/7072722/7072233/7073343, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7072713/7071990/7071906/7072679/7072108/7071940/7072802/7072751, UDI: (B)(4).